Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a placement difficulty of the lead during an implant procedure. It was noted that the helix wasn't moving smoothly. The lead was not implanted, and was replaced with another one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.